Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that the articulated arm was failing to hold position. This issue occured prior to the case during setup and therefore did not have any patient involvement. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.